Event description:
Event description cpi received information that this large patch lead was removed from service due to high impedance and fracture. Another large patch lead and two unipolar myocardial leads were electively removed from service during the procedure. The leads were replaced with a new lead model 125.